Event description:
It was reported a patient with a history of endocarditis, empyema and hyperlipidemia, underwent valve replacement surgery in 1998. Approximately 11 years post-op, the patient was admitted to the hospital with sepsis, and it was noted that the patient had pv leak at that time. The patient was treated for the sepsis in hopes that it would also resolve the pv leak, and was discharged home. Four weeks later, the patient was readmitted to the hospital and a tee was performed which again revealed pv leak. The decision was made to undergo re-do valve replacement surgery. The valve was explanted and tissue was sent for gram stain, and the results were negative. Another manufacturers 21 mm valve was implanted. The patient was weaned from cardiopulmonary bypass and tee was performed. There was continued bleeding due to coagulopathy. Three mediastinal chest tubes and a right ventricular pacing wire were placed and the sternum was closed. The patient was taken to the intensive care unit and reported to be in good condition.